Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. Customer stated she was unable to rewind the pump. Customer was advised to discontinue use of the device and to revert to back-up plan. Customer's blood glucose level was 296 mg/dl. Nothing further was reported.